Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. However, the handpiece (hp) was returned for testing on this investigation. The hp was received for testing. A visual assessment of the returned sample revealed cable damage, worn red dot, and broken connector tether. The handpiece was connected to a calibrated resistance test box which found the resistance and crystal dissipation tests were out of specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece was unable to be recognized. Additional shell removal, connector strain relief, and handpiece strain relief testing were performed which found broken wires near the handpiece and connector strain reliefs. The returned handpiece was found to functionally exhibit no problems. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic handpiece had no ultrasounds. The surgery was completed on the same day. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).